Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The deployment issue was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue and noted tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the returned device analysis revealed an inner member/tip separation. The site confirmed they were aware of the separation and that none of the device remained in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. He device was received.

Event description:
It was reported that the supera stent could not be released at the heavily calcified lesion in the popliteal artery. There was no reported adverse patient effect. No additional information was provided.